Manufacturer narrative:
(B)(4). The root cause was determined to be use error- poor aseptic technique. Current labeling provides ample instructions related to prevention of the use error in aseptic technique. A batch review was performed for potentially associated lots (h10h23029 and h10i14018, h10j10023, h10k13017), with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is report 1 of 2 for this event.

Event description:
The following information was provided by a nurse to a baxter home care service representative on (B)(6) 2011: the patient is performing automated peritoneal dialysis (pd) therapy with dianeal pd4 ambuflex (start date not provided). On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis and was hospitalized on the same date. The nurse indicated the patient was treated with antibiotics and has recovered. The patient was discharged on (B)(6) 2010. The cause of the peritonitis was a break in aseptic technique. The following additional information was obtained from the patient's pd nurse on (B)(6) 2011: the nurse indicated the patient's transfer set was not replaced after the diagnosis. There was no allegation against any of the patient's pd solutions or disposables. No further information is available.